Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 3.136 mg/ml at an unknown dose and dilaudid 9.08 mg/ml at an unknown dose via an implanted pump for non-malignant pain. It was reported the patient had her pump replaced back in 2017 and it was noted it was not replaced due to normal battery depletion. The healthcare provider (hcp) at the time replaced the pump because they thought something was wrong. They had trouble accessing the secondary port. Patient symptoms were not reported. The event date was asked and unknown, but sometime in 2016 or 2017. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump, model# 8367-20, serial# (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.